Event description:
A report was received that the patients midline incision was seeping. It was also noted that the patient was experiencing pain. The physician believed that patient did not have an infection. The patient was prescribed gabapentin and was doing well.